Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections: d8, g3, g6, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer reviewed the investigation that was conducted for forceps cover glue peeling. The legal manufacturer reported that the phenomenon may have been attributed to aging and deterioration considering the manufacture date, or external force applied, e.g. Rubbed excessively, during the daily use including reprocess. The legal manufacturer confirmed the contents of the event were described in the instruction manual. The description below was found in the instruction manual under the ¿inspection of the endoscope¿ section. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The scope passed the leak test. The scope¿s chip ID showed 503 total uses. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the forceps cover glue was found to be peeling. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.